Event description:
Pt obtained a blood glucose of 260 mg/dl on suspect device. He lost feeling in his arm and leg and called emt's who tested his blood glucose as 502 mg/dl. At hosp he was treated for many other med conditions in addition to getting insulin which he now takes. Controls were run on the suspect device and they were both in range.